Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. (B)(4) has not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient was noted to have ischemic heart disease, chronic renal failure and limb ischemia. Prior to their death, the patient wasn't able to eat and suffered from respiratory distress and complete exhaustion. The patient did not want to be hospitalized, and soon died at home. The probable cause of death was multiorgan failure. The death was not considered to be device related and the device operated as expected.